Event description:
The devices were implanted in 2004. In 2004, the clinical manager informed the manufacturer's (MFR) vascular access specialist of the following: the pt's medial valve developed a necrotic area post implant requiring removal of the device. At the time of removal, a temporary catheter was placed. Report states that a decision has not been made as to whether or not another valve will be implanted. No further details were provided at this time.